Manufacturer narrative:
Report required by FDA for eua. Eua #(B)(4). Investigation not complete at time of initial report, and will be provided upon completion.

Event description:
User reported 6 false negative in social media. No information relating to any follow-up testing was provided.

Manufacturer narrative:
Report required by FDA for eua. Eua #(B)(4). Section b2 on outcomes of adverse events was inadvertently checked in initial report